Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no image on the flexvision pc. Review of the system log file showed that there was a malfunction with flexvision pc. Upon troubleshooting, fse found that the same issue occurred previously and the flexvision pc was replaced in that work order. To resolve the reported issue, fse replaced power supply 5v dvi, ethernet switch, dual link dvi transmitter and receiver str, dvi matrix switch 16x16 and its power supply. The replaced the dvi matrix switch 16x16 was returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a loss of image on the flexvision pc. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.